Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 387mg/dl, and he was treated with lantus. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm. The device had a bleeding lcd glass. The insulin pump passed the displacement test. Further testing could not be performed due to the prime/fill anomaly.